Manufacturer narrative:
Review of complaint identified patient's condition/ customer's improper operational technique in tests. Root cause could not be determined. Analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Analysis of the client's data from repeat inratio tests revealed that test results met precision criteria. No product is expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed, 10 discrepant result complaints were reported for lot 284358 yielding a complaint rate of 0.026%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, this issue will continue to be tracked and trended. Corrective action not required at this time.

Event description:
Patient self tester reported discrepant low readings. Patient performed 3 fingersticks on (B)(6) 2012 on same finger within 30 min - 1.3, 1.8, 1.6. Therapeutic range not provided.